Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Carto 3 system (model# m-4800-01, serial# (B)(4)); stockert (model# unknown, serial# unknown); coolflow pump (model# unknown, serial# unknown). (B)(4). Event description continuation: the physician did not provide a causality opinion for the cause of this adverse event but did not believe it was due to catheters. This event is usually reported under the ablation catheter however in this case since the only biosense webster catheter that was in the patient¿s body was the soundstar eco catheter, this is being conservatively reported under this device.

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with a soundstar® eco diagnostic ultrasound catheter and suffered a cardiac tamponade which required pericardiocentesis. A pericardial effusion was noticed and confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and approximately 600ml of fluid was removed. The only biosense webster catheter that was in the patient¿s body was the soundstar eco catheter. Additional information was received on the event. The patient has a history of cardiomyopathy. A transseptal puncture was performed even though an effusion was noticed prior to puncture. The needle used was st. Jude brk. Anticoagulation was provided to the patient and the average was around 350s. Ablation was not believed to be the cause of injury. Trivial effusion was noticed on transesophageal echocardiogram prior to the start of the procedure. It wasn't until after the procedure was done that the patient required intervention. It was thought that the administration of heparin contributed to the increase in fluid in pericardium. The entire procedure was completed before the patient¿s condition required intervention. The patient did require extended hospitalization because the patient had an epicardial drain placed and was admitted for observation until the effusion resolved. The patient¿s condition had improved with anticipation of full recovery at the time bwi followed up with the physician. Settings during the event include: irrigation flow setting 30 ml/min / 6f, 7r, (2) 8f and 10r sheaths were used. There were no error messages observed on biosense webster equipment during the procedure.